Event description:
Pt was implanted with nail an plate constructs on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to an infected fracture. Pt was treated with implanted antibiotic beads. This is the 16th report of 22 for the same event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.